Event description:
It was reported that during pre-op preparations for a sleeve gastrectomy he notice that some staples had ¿fallen out¿ of one of the reloads when he opened it up onto the back table. He states the red reload cover was still on the reload but he removed it to inspect the reload itself. No patient was involved at all in this as it was discovered before the patient was taken in the or room from pre-op holding.

Manufacturer narrative:
(B)(4). Date sent: 7/22/2024. D4: batch # 502c79. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that one gst60g reload was received unfired with 2 missing staples from the proximal end, these staples do not create a fluid path. No functional test was performed due to the condition of the reload. Device history review a manufacturing record evaluation was performed for the finished device batch number 502c79, and no non-conformances were identified.